Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During the intravenous infusion for this patient, blood seeped from the indwelling needle. After the patient panicked and informed the nursing staff, the indwelling needle was replaced. This incident caused psychological, physical, and financial harm to the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.